Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was powering off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the power issue began on (B)(6) 2011 at 5:45 (am/pm unclear). The patient's testing frequency is not known and according to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin. After the alleged meter issue occurred, the patient denied making any changes to her diabetes management routine. The patient also denied developing any symptoms after the reported meter issue began. According to the csr's documentation, the patient's blood glucose was tested with the home health/ visiting nurse's meter at noon time on (B)(6) 2011(reading not known) and on (B)(6) 2011 ("175mg/dl"). At the same time after each testing, the patient reportedly was administered food/ drink as treatment by the health care professional (hcp); however, it is unclear if the patient was receiving her scheduled meal (lunch), if the patient was being treated based on the blood glucose reading with the nurse's meter. The patient reportedly again tested with the nurse's meter on (B)(6) 2011 at 8:15 (am/pm not specified); however, the patient's blood glucose result is not specified. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced (per owner's booklet recommendation) and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.